Event description:
It was reported that the patient complained of being tired, and the right ventricular (rv) lead was found to exhibit t-wave oversensing (twos). The lead sensitivity was reprogrammed, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri implantable pacing lead - (B)(6) 2012. (B)(4).